Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Reference MFR. Report: 1221359-2021-02204, 1221359-2021-02206.

Event description:
The customer reported three (3) false positive results with the ID now covid-19 assay for multiple patients performed on (B)(6) 2021 respectively. This MFR. Report addresses patient 2 of 2 and is two (2) of three (3). The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2021 on a direct tested nasopharyngeal swab. Repeat testing has performed and generated a negative result. Confirmation testing (x2) with smart gene performed on (B)(6) 2021, both of them generated negative results. The customer stated the patient was not symptomatic. The customer reported the patient was carried to the hospital for labor and experienced delay in admittance to the hospital due to the test results. Additionally, the customer reported there was no impact in the patient's treatment.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m149908 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot: m149908, test base part number 190-430 / lot: m149908. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m149908 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue. However a possible assignable root cause is sample interference or cross contamination reference MFR. Report: (B)(4)

Event description:
Additional information update: the customer reported two (2) false positive results with the ID now covid-19 assay for multiple patients performed on (B)(6) 2021 and (B)(6) 2021 respectively. This MFR. Report addresses patient 1 of 2 and is one (1) of three (3).